Manufacturer narrative:
Follow up report 002 ref to natus complaint #(B)(4). Correction to UDI number section d4. Customer returned three devices. (Two related complaints# (B)(4) and (B)(4). 26-apr-2023 product evaluation was completed: root cause/failure investigation: the second device (-2) returned from the customer did not have any visuals signs of leaking from the back of the stopcock as reported by the customer. The device has an transducer attached to the stopcock (this was not evaluated as part of the complaint as it does not belong to natus). (B)(4). A review of the doc-035405-natus eds 3 external drainage system - risk analysis spreadsheet (rev. 06), identifies the hazard as "unable to seal off flow in stopcock" based on the complaint of "csf leak from the same spot on the eds-3 ". This would lead to a harm of "delay in patient treatment". This determination is based on the information received from the customer who did not report any patient injury. A review of the device history record was completed and the assembly of the system is 100% leak tested, all systems passed. Failure confirmed: no. Investigation result code: san diego/eds products/unable to confirm report. Closure rationale: complaint could not be verified, monitor for future occurrence. Complaint will be included in trending data for further review.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - customer's eds-3 system is leaking csf. System was switched out and showed same failure. (Event 2/3). No delay in surgery.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Mar 08, 2023: drains picked up by sales and shipped out to cg labs mar 24, 2023: customer complaint form returned, and it was confirmed there was no delay in surgery, although additional medical intervention was required in order to change the drainage system. Further investigation to be carried out.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - customer's eds-3 system is leaking csf. System was switched out and showed same failure. (Event 2/3). No delay in surgery.

Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). The drainage system model eds-3 was leaking csf from the 3-way stopcock. The bloody residue on the circular switch is the leak. The system was changed out for another eds-3. The problem reoccurred. (Event 2/3) customer did not save packaging of the first two units. Customer asked to return third unit. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Acceptable risk associated with the complaint as per line 5.5 in doc-(B)(4) risk analysis spreadsheet. No death or serious injury, considered to be customer inconvenience. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - customer's eds-3 system is leaking csf. System was switched out and showed same failure. (Event 2/3).